Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during preparation, the battery exploded. There was no patient involvement. Due diligence is complete and there is no additional information available. There was no adverse event associated with this malfunction.